Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06560. It was reported via a case study that a rotawire fracture occurred and patient experienced chest pain. A rotawire and rota burr were being used in a patient with highly calcified and tortuous anatomy with a 180 degree bend. While advancing the rota burr it was noted that the console produced strange hissing sounds and the patient experienced chest pain. It was then noted through angiography that the rotawire had fractured. A stent was then placed to secure the tip of the wire. No further patient complications were reported.